Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded sufenta, bu pivacaine, and clonidine via an implantable pump. The indication for use was spinal pain. It was reported the patient underwent maintenance replacement of pump on (B)(6) 2016. The patient had seroma evacuation at post op visit on (B)(6) 2016. Exam showed minimal incisional swelling with clear reddish drainage along suture line. The patient's staples and sutures were removed. Needle aspiration of pump pocket seroma yielded 1ml of serosanguinous fluid. Culture and sensitivity showed no growth; however, patient was prescribed antibiotics for 14 days. On (B)(6) 2016, the patient reported incisional drainage for 2 days. Exam showed incision to be red and warm. The patient underwent excisional debridement and revision of pump pocket incision on (B)(6) 2016. The patient was subsequently treated with IV antibiotics for several week, followed by several months of oral antibiotics. It was indicated the event was related to the implant procedure. The clinical diagnosis was listed as failure to heal pump pocket incision but was updated to implant site infection and pump pocket seroma. The event resulted in in-patient or prolonged hospitalization. The issue resolved without sequelae on (B)(6) 2016. The patient's baseline weight was noted as (B)(6).